Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small amount of solution leaked from the miniset line while draining out effluent for continuous ambulatory peritoneal dialysis therapy. The patient was connected at the time of the event. The nurse reported that the leak occurred where the white twist clamp interfaces with the blue finger grip on the line. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.